Event description:
Pt reported having elevated blood glucose levels since using this infusion device. Pt was sent a loaner infusion device; no blood glucose problems since using the new infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.